Event description:
Good 425 contamination. Black material in the tube and mask (looks like black powder). Customer discontinued use of the CPAP machine.

Manufacturer narrative:
Pb will notify upon new info.